Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain. During the revision, surgeon removed "a fair amount" of blackened tissue and found that the proximal femur had resorbed quite a bit. Osteolysis was found. Patient is experiencing pain, elevated levels and can't lay down. Update rec'd 11/21/2013 from outside counsel - patient experienced a dislocation in (B)(6) 2012. Patient is scheduled for revision surgery on (B)(6) 2013. Update: litigation papers received 01/30/2014. Litigation alleges tissue damage, bone damage, fluid build-up and weakness. Part and lot information has also been provided. The complaint has been updated on 02/25/2014. Update - 08/19/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported instability, cystic lesion, metal debris,and there was metal wear at the trunnion. There was a discrepancy with the lot numbers between the invoice and the stickers provided. The lot from the stickers was used. Updated head/liner and added stem due to metal ion levels being at reportable levels. The complaint was updated on: 09/08/2016.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Xrays and medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.